Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client (veterinary) reported that after only 10 days, the suture material was dissolved. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 26 closed samples to analyze this case. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.81 kgf in average and 3.26 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Degradation test results conducted on the samples received fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in sörensen solution at 37ºc for 28 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 2.98 kgf in average and 2.59 kgf in minimum (bbs requirements: 1.74 kgf in average and 1.16 kgf in minimum) additionally, after this period we have tested the linear pull tensile strength of the samples received and the results are: 4.85 kgf in average and 3.39 kgf in minimum (bbs requirements: 2.97 kgf in average and 2.03 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.